Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation as the product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Part # 110010243/ g7 osseoti 3 hole shell / lot # 6964389. Part # 00489405010/ acetabular revision system / lot # 64634258. Part # 103534/ low profile screw/ lot # 2017110367. Part # 103531/ low profile screw/ lot # 2019031668. Part # 103535 // low profile screw/ lot # 2879045. (B)(6).

Event description:
It was reported that the liner couldn't be locked into the shell. No adverse events have been reported as a result of the malfunction. Attempts have been made and additional information on the reported even is unavailable at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. One g7 hi-wall e1 liner 32mm d item# 010000926 lot# 6951140 was returned and evaluated. Upon visual inspection the liner has damage to the od and the locking feature of the device. The additional information does not change the outcome of the previous investigation.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.